Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2017v in the injector and the lens became stuck. There was no patient contact or injury.

Manufacturer narrative:
A visual inspection of the returned product shows that half of the lens is torn off and stuck in the injector. One haptic is torn off and missing. The cartridge was received with no visible damage. There is clear surgical residue on the lens, the injector and the cartridge. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined.